Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic after a vibratory alert was received for non-sustained lead noise due to post-paced t wave oversensing. The ICD was reprogrammed. No further information is available.